Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that on(B)(6) 2026, the patient underwent an orif surgery for a bone fracture. During surgery, the tensioning cap was passed through the silver guide tube and attached to the fibulink. Before tensioning, while twisting clockwise, a short tensioning cap broke between the head and the neck. The surgeon changed the plan to change the location of setting the fibulink with the head of the tensioning cap left in the bone. The surgeon used a halo reamer to hollow out around the cap so that he/she could remove it with forceps. The product was removed in the order of fibulink to a tibia link. The second tensioning cap was implanted without problem. The surgery was completed successfully with no delay.